Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn.

Event description:
A patient implanted with sternal reconstruction plate (B)(6) 2009 may need revision surgery. Patient is being referred by another physician to the surgeon because the plate may be corroding. Patient has history of coronary artery bypass graft x 3 on (B)(6) 2009. Recovery was complicated by sternal wound infection with sternal wound debridement and wire removal on (B)(6) 2009. Patient had repeat sternal wound debridement and sternal plating on (B)(6) 2009. On (B)(6) 2013, patient returned to surgeon to have a screw removed from an opened sternal wound that has localized osteomyelitis. Surgical removal took place in surgeon's office on (B)(6) 2013. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The returned screw is in fair condition. All measurements taken were found to meet specifications. The returned device appears to be a 3.0mm ti locking screw for sternal locking plates, 20mm, self-tapping. This is based on the device shape, length - 20.23mm - and anodization color - aqua. The anodize shows some discoloration around the bone threads most likely due to use. The anodize layer has been completely removed on the screw tip and the titanium underneath is visible. Using a microscope, small marks are visible along the bone threads, locking threads and the screw recess which are most likely from use. The screw recess does not exhibit deformed or twisted cross-slots as if it were torqued enough to be locked into a plate. The complaint description indicated that the patient had a triple coronary artery bypass graft, a sternal wound infection prior to implantation and an open sternal wound at explantation. The implant duration was approximately 3.5 years and the patients compliance during this time period is unknown. The source of any infection is unknown. The extent that the patients co-morbidities contributed to this complaint is not known. The device was implanted as part of a post-secondary closure and it is unknown if the debridement followed proper surgical technique. The technique guide does provide recommendations for proper debridement on page 7. In terms of design, the device is made out of a titanium alloy, tan, which is a common implant material and is found on the approved materials list. This device has been validated as steam sterilizable (B)(4). From a risk perspective, the risk of an infection post secondary closure is addressed by the risk analysis under line 2.2. The risk of non-sterile product being implanted is addressed by the risk analysis under line 2.8. Both risks are assigned a severity of harm of 4 - major - and an occurrence rating of 1 - improbable - less than 1 in 10000 - after mitigation. The severity rating is adequate because is covers re-operation of the patient as occurred in the complaint. The occurrence rating is adequate.

Manufacturer narrative:
This device used for treatment and not diagnosis. Placeholder.